Manufacturer narrative:
The product reported involved in this event was returned for evaluation. The reported event, for radiolucent drill bit breakage, was confirmed, a portion of the intact radiolucent drill bit was returned for evaluation. The broken fragment of the drill bit was not returned for evaluation. The product returned was evaluated by product engineering who observed that without the tip of the part it is not possible to determine the cause of the fracture, however based on the analysis carried out on the portion that was returned there could have been a misalignment between the drill and the nail during use, causing the drill to come in contact with the metal nail, resulting in excessive force being applied to the drill causing the drill bit to fracture.

Event description:
It was reported that during a tfn (trochanteric fixation nail) procedure, the drill bit broke. It was also reported that the broken piece has remained in the patients¿ bone. It was further reported that there were no adverse consequences and no delays as a result of this event. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a tfn (trochanteric fixation nail) procedure, the drill bit broke. It was also reported that the broken piece has remained in the patient¿s bone. It was further reported that there were no adverse consequences and no delays as a result of this event. It was also reported that the procedure was completed successfully.